Manufacturer narrative:
Available information indicates this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that placement difficulty was encountered while implanting this right ventricular (rv) lead. It was finally able to be positioned in the apex. The physician had gone back to reposition the left ventricular (lv) lead when the patient's condition deteriorated and the patient began vomiting. Under fluoroscopy and echocardiography, a perforation was observed. The lead was repositioned to the septum, where adequate sensing measurements were obtained. The lv lead was not repositioned and the procedure was completed. No additional adverse patient effects were reported.